Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a scd pump. The customer stated that the power cord was damaged/frayed. The wires were exposed.